Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿. Section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿.

Event description:
The complainant reported a 59-year-old male patient in an acute myocardial infarction / cardiogenic shock (ami/cgs) was implanted with an impella cp device for mechanical circulatory support. During impella support, the patient had a gastro-intestinal (gi) scoped and was positive for upper and lower gi bleed. Multiple units of prbcs were given.

Manufacturer narrative:
The investigation for the reported gastrointestinal bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the gastrointestinal bleed could not be determined. Added-b5 patient outcome. Corrections to the initial MFR report: g1 MDR reporting contact email.

Event description:
It was further reported that the pump was successfully weaned and explanted after several days of support.